Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the back therapy electrodes. The irritation was described as red and raw. The patient had reportedly been applying aloe vera lotion and the right side was healing faster than the left side. The patient's doctor prescribed (B)(6). The patient indicated that the rash had improved.